Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility on a mandatory and voluntary report form with the following reference number: (B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system catrx aspiration catheter (catrx). During the procedure, the physician was manipulating the catrx within the guide catheter and decided to remove the catrx. Upon removal from the guide catheter, the catrx became kinked and fractured. No further information is available.